Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established.

Event description:
A surgeon reported that the system displayed incorrect reading/values during testing. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).